Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was defective q1 on ECG ¿d¿ and ECG ¿c" the root cause for the defective q1 on ECG ¿d¿ and ECG ¿c" was excessive force. There was no adverse event that resulted from the damaged belt.